Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this product was part of a system infection. The patient has an appointment with his physician in the near future. No additional adverse patient effects were reported.